Event description:
It was reported that "customer reported a problem with the peel away sheath" the introducer sheath was removed from the patient. No patient harm reported.

Manufacturer narrative:
(B)(4). The report that a peel-away sheath tab broke off during use was confirmed through complaint investigation of the returned sample. The customer provided two images showing a sticker label and a peel-away sheath. No obvious defects could be seen on the peel-away sheath. The customer returned one, peel-away sheath for analysis. No definite signs-of-use were observed. Visual analysis revealed that one of the peel-away tabs was separated from the extrusion. Despite this, a portion of the proximal end of the extrusion was still molded to the separated tab. The point of separation occurred directly adjacent to the distal end of the tab. Microscopic examination confirmed the damage and revealed that the point of separation was stretched and folded. Analysis of the rest of the peel-away revealed that it was split completely down both score lines. No defects or anomalies were observed with the score lines. The sheath length from the point of separation to the distal tip measured 2 13/16" via calibrated ruler, which is within the specification limits of 2 5/8"-2 7/8" per the catheter peel-away product drawing. The sheath inner and outer diameters could not be accurately measured as the score lines had already been separated. Functional testing was not required as part of this complaint investigation due to the condition of the returned sample. R & d team confirmed that this defect likely occurred during the molding process. Additionally, the IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage". A device history record review was performed, and no relevant finding were identified. Based on the customer report, the sample received, and r & d comments, the observed failure mode likely occurred during the manufacturing (molding) process. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "customer reported a problem with the peel away sheath" the introducer sheath was removed from the patient. No patient harm reported.